Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions was found during the device evaluation: corrosion on the flat cable. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no video output coming from all ports including composite was due to defective printed circuit. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported the olympus asset, evis exera iii video system center, is not working. The issue was identified during maintenance. There was no patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.